Manufacturer narrative:
(B)(4)

Event description:
It was reported in an article in the journal of the (B)(6) neurosurgical society that a patient underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. The patient was discharged 14 days post procedure without any neurological deficits. Angiography performed approximately 6 months post the index procedure demonstrated stenosis in parent vessel at the left anterior cerebral artery (a1). The patient remains asymptomatic and is taking aspirin alone to treat the stenosis.

Event description:
It was reported in an article in the journal of the (B)(6) neurosurgical society that a patient underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. The patient was discharged 14 days post procedure without any neurological deficits. Angiography performed approximately 6 months post the index procedure demonstrated stenosis in parent vessel at the left anterior cerebral artery (a1). The patient remains asymptomatic and is taking aspirin alone to treat the stenosis.

Manufacturer narrative:
The device is unavailable for evaluation. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the neuroform device malfunctioned. Restenosis is a known and anticipated complication to these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.